Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced an infection and the implantable pulse generator (ipg) had eroded through the skin with the pacemaker being visible. The ipg and pacing lead were explanted and a new ipg system was implanted on the right side. No further patient complications have been reported as a result of this event.